Event description:
Reporting status: malfunction. Reporting rational: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that during preparation of the promus, outside of the body, the stent came off the balloon. Another promus was selected to complete the case. There was no pt contact with the device. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged from the balloon and returned. There was one strut in the fourth row of distal struts that was flared. There was a bend in the middle of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that while prepping the rx promus sds outside the body the stent came off the balloon. Another sds was used to complete the case. The sds was returned with contrast visible in the inflation lumen, which is consistent with prepping the device for use. There was blood visible in the guidewire lumen, which could be a result of handling the device, but suggests the sds was at least partially loaded onto the guide wire. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. There was one strut in the fourth row of the distal struts that was flared. There was a bend in the middle of the stent implant. Measurements of the returned device found the outer diameters of the stent implant to be within specification. Stent retention (dislodgement) during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR and not inflated. The stent damage found during analysis can occur during manufacturing removal from packaging at the account, removal of the protective sheath, device preparation, or procedural attempt to position or retract the device during use. In this case, it is possible that the stent became damaged during preparation and/or from handling of the device during packing/shipping back to abbott for eval, as there was no damage reported after removal of the device from packaging. To help ensure this type of event is not the result of a manufacturing issue, a sampling of units are destructively tested to verify stent dislodgement force and all sds are also inspected for stent placement, crimped stent outer diameter, and stent damage prior to lot release. The manufacturing records for this device were reviewed, and there were no non-conformances issued for the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.